Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (green/purple image) was confirmed and found to be caused by a defective cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the displayed image was purple and green when the subject device was inserted in the patient. Reportedly, the image was fine when the subject device was outside of the patient. The reported issue was observed at the beginning of a therapeutic laparoscopic elape procedure. The intended procedure was completed using another device with a delay of 20 minutes. There was no report of patient or user injury due to the event.